Manufacturer narrative:
Additional information including reprocessing steps was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the findings in b5, the additional evaluation findings are as follows: sw1 (switch) has a cut, due to adhesive peeling on a-rubber, insulation resistance value at distal end does not meet the standard value, due to a chip on objective lens, the image has dark area partially, bending tube is deformed, c-cover has a crack, objective lens has a scratch, lg (light guide) lens has a chip, adhesive on a-rubber has wear, connecting tube has a scratch, and universal cord has buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had defects of the bending section and insertion tube including unusual shaped distal end defects. The device was returned for evaluation. During the device evaluation, a dry whitish foreign matter in the jet tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.